Event description:
Catheter with spontaneous rupture; placed in 2002. Ruptured 23 days later, repaired. #5 fr. Meditech PICC boston scientific catheter ruptured pin hole. Rn repaired, threw catheter in trash upon discontinue.